Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 531 mg/dl and then rose to 555 mg/dl at the time of the call. Customer treated their blood glucose with manual injections. The customer did not report any symptoms of their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The customer declined to troubleshoot for the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.